Event description:
The customer's mother reported that the customer collapsed and went into seizures, due to hypoglycemia. The customer's mother stated that paramedics arrived and treated the customer at the scene. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and self tests. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but has not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.